Event description:
It was reported that the pt expired. The cause of death was unrelated to the implanted system. The pt had metastatic non-small cell lung cancer. The pt was last seen 8 days before her death at which it was noted that the pt was at the end stage of her disease. The pt was on hospice when she expired. The pump contained a mixture of hydromorphone (0.5 mg/ml) and bupivacaine (7.1 mg/ml).

Manufacturer narrative:
The pump was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.